Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Although under normal circumstances separation of the gore covering will not impact the reliability of the lead, to reduce the occurrence of such damage use of a trans-valvular insertion (tvi) tool is recommended when using a hemostatic tear-away introducer.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant and exhibited capture at 7.5 volts. This lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.